Event description:
It is reported that patient implanted on (B)(6) 2013 with 3.5mm lcp extra-articular distal humerus plate and screws. On an unknown date, it was determined that two of the screws had broken, and one of the screws was backing out and the fracture had fallen out of reduction. Patient was returned to operating room on (B)(6) 2013; surgeon removed two proximal 3.5mm broken locking screw heads, and two 3.5mm cortex screws. The shafts of the broken locking screws were not retrieved and remain implanted. All hardware distal to the fracture on the plate remained intact and implanted. Surgeon re-reduced the fracture, and revised to five new screws proximal to the fracture. The procedure was completed with no further problem. There were no reported delays with the surgery, and the patient is reportedly recovering well. This report is for 1 unknown locking screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown locking screw. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.